Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint, but could not reproduce the reported system fault 74. The device self-corrected the system fault 74 with a device reset. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failure to charge its internal battery was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.